Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up and complained of dizziness and fatigue. The patient was completely dependent. The check showed pacing inhibition due to noise on the patient's right ventricular lead. The patient had a new lead implanted and the old one capped. The patient was stable.